Event description:
Obtained from consult note from (B)(6) 2019 for pacemaker removal: (B)(6) female who has pacer placed (B)(6) 2019 (pacemaker insertion - boston scientific (B)(6) 2019) for episodic bradycardia, she developed what sounds like a stitch abscess and per ep report there was pseudomonas, she has been on IV antibiotics and was hospitalized for a week, she is on her 2nd week of IV antibiotics via PICC line. Pacemaker to left side of chest became infected in (B)(6) 2019. She was treated with oral antibiotic. Once treatment was completed she was hospitalized at (B)(6). Pacemaker was subsequently removed due to infection in (B)(6) 2019. Admit: (B)(6) 2019 (est. Based on available information); disch: unknown.